Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer (fse) found that full-height matrix drawer 1 was not detected on the bus and was unable to recover it initially. Then, the fse opened the back panel, shut down the pyxis system, reseated the drawer board connector, and successfully passed the hardware testing application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the matrix drawer one failed and device was not detected on bus. The customer was unable to recover storage space for that drawer and station maintenance was required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.